Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable crep2 creatinine plus ver.2 results for an unknown number of patient samples. Specific data was requested, but it was not provided. The erroneous results were reported to the physician and corrected reports were later sent. The patients were not adversely affected. The reagent lot number and expiration date were requested but were not provided. The field service representative found a tube on the rinse station was loose and repaired it. The system worked according to specification afterward.